Event description:
Report received of blood loss. A patient in the emergency room was having blood drawn from the clave port. The clave extension set was connected for an unspecified length of time to the patient's indwelling peripheral IV catheter. An unspecified primary IV tubing set was connected to the clave extension set and was unfusing normal saline. The nurse disconnected the primary IV line and drew blood from the clave using a vacutainer. When the blood draw was complete, the nurse noted that the clave port remained open and "2 to 3 drops of blood" leaked from the4 clave. The nurse removed the extension set and replaced the device. The primary tubing set was recommended and the IV infusion resumed. There were no reported adverse patient effects. No medical interventions were required.